Event description:
It was reported that the external pulse generator (epg) presented with an error code; attempting routine testing did not resolve the issue, and resetting the error resulted in the epg shutting off. The caller was advised to return the epg to service. There was no patient involvement.